Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported that the ventilator would alarm 'unable to achieve flow' and 'occlusion' alarms which would result in a drop in flow during high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Reportedly, the customer changed all 3 sizes of cannulas and lowered the flow from 80 to 70 to 60. The customer reported that the "pop" off and cycling of flow is way too sensitive to any kind of cannula movement. The customer dropped the flow down to zero and then ramped up over 3-5 seconds to clear the alarms.